Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported he received a reading of 299 mg/dl on his freestyle lite blood glucose meter and that reading was "higher than he felt". In addition the customer reported while he was talking with his friend he began felling dizzy, weak and claimed he lost consciousness as "he did not remember how he got home". No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.